Event description:
The physician peformed a laparoscopic adhesiolysis in 2002, and gynecare intergel was inserted at the end of the procedure. The pt had abdominal pain, mild fever, and abdominal cellulitis postoperatively. Three days later a laparotomy was performed and discharge of sterile pus and insertion of an abdominal drain. The drain discharged serous fluid initially, then fecal fluid after several days which complicated wound closure. Additional info provided reports no evidence of bowel injury at the initial laparoscopy or subsequent laparoscopy.